Manufacturer narrative:
One sample was received for analysis and the reported issue was confirmed. The defective speaker was replaced and the unit passed all testing. The unit was reset to standard/ factory settings. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the unit did not generate an audible alarm. Customer indicated there was no patient involvement with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the unit did not generate an audible alarm. Customer indicated there was no patient involvement with this event.